Event description:
Consumer stated: having a lot of problems with the interdental brushes. Has bought 10 of the packages, had trouble with all of them. Said that the brush head was breaking off of each plackers, bristles were not falling out but the head entirely was coming off when it was bent.